Manufacturer narrative:
The suspect device will not be returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.

Event description:
The account alleges that during a structural heart intervention [laa] procedure, vessel trauma occurred. The account believes this was due to use error. The operator had applied too much pressure during the puncture [tenting] ultimately breaking through the septal wall with the access sheath resulting in damage to the atrial roof. No additional patient consequence to report.